Manufacturer narrative:
D4 - primary UDI number, h4: corrected. B3 - date of event, d7a, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed. The alarm was noted and confirmed in the ehl as stated by the complainanh4t. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a contamination found around the latch/ lock area. The latch/ lock sensor was then replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information, (B)(6).

Event description:
An incident involving a cadd pump. Upon powering on, the device displayed error code 41541, a high-priority alarm associated with the latch lock sensor, which will stop the infusion. There was no patient involvement and no harm/adverse event reported.